Manufacturer narrative:
(B)(4).

Event description:
The parkinson¿s disease patient reported through a manufacturer representative that after having undergone interferential current therapy, the patient ¿had not had the same type of stimulation from his device.¿ the patient stated they had experienced a return of symptoms, exemplified by difficulty walking, and that prior to their treatment, their stimulation was great. It was noted the patient¿s physio therapist had been told to only use the therapy on the patient¿s lower lumbar and lower body. The patient synched their patient programmer with their implantable neurostimulator (ins), but nothing out of the normal was observed on the patient programmer. It was noted at that time the patient was ¿in simple mode on his device and was not able to adjust stimulation.¿ the patient had already spoken with their physician at the time of report and had an appointment scheduled to get their leads ¿checked.¿ it was noted that ¿no¿ surgical interventions had been performed and it was ¿unknown¿ whether any were scheduled. The patient was alive with no injury and the issue remained unresolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.